Manufacturer narrative:
Results of investigation: the suspect gas delivery module (gde) serial number (B)(4) was returned to carefusion's failure analysis lab (fa) where a failure investigation was performed. The fa lab evaluated the device in user neonatal application testing, the extended self-test(est), transducer data points checked and tidal volume verification testing. The reported issue was not duplicated by the fa lab although during evaluation, the suspect component was required calibrations for tidal volumes to bring them back within specifications. This is considered a found in service issue unrelated to the original reported issue.

Manufacturer narrative:
Should additional information be received then an additional report will be submitted. (B)(4). The (B)(4) field engineer performed the initially device evaluation at the facility. The engineer replaced the gas delivery engine performed the operational verification of the device and return the device to the customer for use. The gas delivery engine which was removed from the device has been routed to (B)(4) but has not been received yet. Upon completion of an evaluation, a supplemental report will be filed.

Event description:
The customer reported during patient use the avea ventilator alarm extended high peak pressure. The patient was removed and placed on an alternate ventilator with no reported harm to the patient.